Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that while unpackaging a 3.5x12mm nc trek rx balloon dilatation catheter (bdc), while the distal stylet was not yet removed and the lumen had not yet been flushed, the protective sheath was extremely difficult to remove. The device was then soaked in saline, then further attempts were made to remove the protective sheath again. The protective sheath was ultimately able to be removed with extreme force applied. The physician decided against using this device in the patient due to the sheath removal difficulty. There was no patient involvement and no occurrence of a clinically significant delay. Another newer nc trek rx bdc was unpackaged and used successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) was unable to confirm the reported difficulty removing the protective sheath since the sheath was not returned for analysis. It was reported that the stylet/mandrel was not removed and the device was not flushed prior to attempts to remove the protective sheath. It should be noted coronary dilatation catheters, nc trek rx, instructions for use states: remove the protective mandrel (stylet), flush the nc trek rx coronary dilatation catheter and then slide the protective sheath off the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulty removing the protective sheath appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.